Event description:
It was reported that the customer had issues with their sensor and blood glucose level readings. The customer's sensor glucose reading was 285 mg/dl but their blood glucose level was 600 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.